Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote es balloon was advanced for dilation. However, it was noted that the balloon ruptured. The procedure was completed with a different device. There were no patient complications as a result of this event.